Event description:
Pt was being lifted from the commode when shaft of the lift bent. No injury was alleged.

Manufacturer narrative:
(B)(4). Supplementary report will be submitted once the damaged parts are returned to the MFR for analysis.